Manufacturer narrative:
The recipient is scheduled for another skin procedure.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. Additional treatment details were not provided. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient underwent skin flap surgery.